Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2011 as part of the post approval 2 (pas2) clinical study. According to the complainant, on (B)(6) 2011, the patient underwent his third thermoplasty procedure to the right and left lower lobes. Subject had tolerated the first two thermoplasty procedures well. Following this bt procedure the patient was evaluated at the emergency room with increased wheezing, but was not admitted. The patient was admitted to the emergency room on (B)(6) 2011 with symptoms of chest tightness and wheezing associated with an asthma exacerbation. The subject had a low grade fever with some non-bloody phlegm. The patient was treated with a prednisone burst (solu-medrol 125 mg td), admitted to the medical unit and remained for 4 days. The patient received the following medications while in the hospital: fluticasone, montelukast, donepezil, loratadine, prednisone, sertraline. On (B)(6) 2011, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(6). Study: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2) the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2011 as part of the (B)(4) study. According to the complainant, on (B)(6) 2011, the patient underwent his third thermoplasty procedure to the right and left lower lobes. Subject had tolerated the first two thermoplasty procedures well. Following this bt procedure the patient was evaluated at the emergency room with increased wheezing, but was not admitted. The patient was admitted to the emergency room on (B)(6), 2011 with symptoms of chest tightness and wheezing associated with an asthma exacerbation. The subject had a low grade fever with some non-bloody phlegm. The patient was treated with a prednisone burst (solu-medrol 125 mg td), admitted to the medical unit and remained for 4 days. The patient received the following medications while in the hospital: fluticasone, montelukast, donepezil, loratadine, prednisone, sertraline. On (B)(6), 2011 the patient was discharged from the hospital. Correction (B)(4) 2011: according to the complainant, on (B)(6) 2011, the patient underwent his third thermoplasty procedure to the right and left upper lobes, not lower lobes as originally reported. Additional information received after (B)(4) 2011: the asthma exacerbation event was reported to have an onset date of (B)(6) 2011 and resolved on (B)(6), 2011. This adverse event was reported as severe. The patient was hospitalized from (B)(6), 2011.

Manufacturer narrative:
The procedure was performed on the patient's upper left and right lobes, not lower lobes as originally reported. Event onset and resolve dates also updated.